Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature recorded on the head of the attachment exceeded iso 13732-1 and es-1104 for maximum allowable temperature and failed tn8702 performance testing. Both the bur and cap and bearing retainer wear and detachment from the set, abrasive wear to the teeth of the gears and excessive debris created friction within the head, resulting in the increase in temperature. It is reasonable to suspect gear function was also compromised inside the head which is evident from the abrasive wear on the teeth of the gears. A lack of lubrication was also noticed. Additionally, the attachment failed all product requirements with the exception of illumination and sound testing per tn8702. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.